Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient started treatment with injection (inj) reflin (1 gram per day, route and duration not reported), inj tobramycin (40 mg per day, route and duration not reported) and inj heparin (25000 international unit (iu) x 5 milliliters, three times per day, route and duration not reported). The cause of the peritonitis was unknown. Dianeal therapy was ongoing. The action taken with extraneal therapy was unknown. It was reported the patient was not hospitalized for the event. At the time of this report, the outcome of this peritonitis event was not reported. No additional information is available. This is report 2 of 3 involved in this peritonitis event.